Manufacturer narrative:
The explanted ipg will not be returned to bsn for further evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that during a lead revision due to inadequate coverage the physician replaced the patient's ipg. During the revision the patient reported that the ipg is not holding a charger, so the physician decided to replace it as a precaution. The patient is doing well following the revision.